Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a enteral access peg. The customer reported that the device¿s ¿collar¿ was inserted inside the abdominal wall of the patient. The peg was inserted on (B)(6) 2012. The patient underwent surgery, under general anesthesia to remove the inserted part of the device that was inside the muscle. The facility reports the patient is stable.